Event description:
A patient reported that their device was not charging properly, with a suspicion that the port might be damaged as it was difficult to connect. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting efforts.